Event description:
Boston scientific received information that three days post implant, this device displayed high out of range atrial lead impedance measurements when measured in both unipolar and bipolar. In addition, there was no atrial capture. A revision procedure was performed. The connection was checked and confirmed. The reported allegation remained. A decision was made to replace this device. This device was removed, replaced and returned for analysis. It was thought the reported observation was due to a device issue and there was no lead issue. Post procedure, acceptable lead measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis revealed this device had not reached elective replacement indicator status. Examination of the setscrews confirmed the lead had been inserted and tightened. Analysis determined the device correctly measured the atrial lead impedance in unipolar. A second measurement in bipolar also correctly measured the atrial impedance. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not determine a reason for the reported clinical allegation.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.